Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right atrial (ra) lead triggered an alert for intrinsic amplitude out of range. Additionally, there were recorded atrial fibrillation episodes. All other lead measurements were stable. No adverse patient effects were reported. This ra lead remains in-service. Additional information was provided, it was reported that there was an atrial fibrillation (af) alert due to under-sensing of af noted on several stored egms with some inappropriate atrial pacing delivered in af. No adverse patient effects were reported. This lead remains in-service.